Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. .

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, menorrhagia, dysmenorrhea, and a family history of ovarian cancer. The patient underwent the concurrent procedures of a laparoscopic vaginal hysterectomy with bilateral salpingo-oophorectomy and cystoscopy during mesh implantation. It was reported that post insertion the patient experienced pain, recurrence, dyspareunia, infection, urinary problems, and bowel problems. No additional information was provided.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence and urinary retention.